Event description:
Reporter alleged obtaining discrepant blood glucose results of 470 mg/dl back to back with a result of 36 mg/dl on her compact system when testing was performed less than one minute apart. Reporter alleged a relative gave her a glass of milk, ice cream, and juice. Reporter indicated after being treated by a relative, a re-test was performed on the same system which yielded back to back results of hi (greater than 600 mg/dl) versus 125 mg/dl when testing was performed 2 minutes apart. It was stated the reporter could not recall if she was experiencing hyperglycemic or hypoglycemic symptoms during the tests; however, the relative who was present during the event thought she was hypoglycemic. No other actions were taken or treatment was reported. A request was made for the return of the suspect device and replacement product was sent.